Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s. Zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415-2426-2008. Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
DHR review results: the quality records indicate that this component met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: this complaint case was opened in 2012 when no products but x-rays and some intraoperative pictures were received. The products were brought to (B)(4) lawyers and were only available for investigation on may 23, 2016 in course of a legal case. Only a few information, that are already stated on the front page were reported. No additional information such as surgical reports and patient history was available for review. X-rays: four pictures taken from x-rays on a light box were received and therefore in a suboptimal quality. One is an ap overview of the pelvis dated (B)(6) 2009 that shows a patient with bilateral hip replacement. The x-ray dated (B)(6) 2010 shows the right hip in ap view. Two other undated x-rays were also received. One of the x-rays is also taken in ap and seems to be a close-up of one of the previously mentioned ap x-rays. The fourth x-ray exhibits the right hip in lauenstein position. All x-rays show the concerning durom prosthesis and it is therefore assumed that all the x-rays were taken during time in vivo. Any comments on bone density changes cannot be made due to the lack of follow-up x-rays. The ap x-ray dated (B)(6)2009 was used to measure the inclination angle which is approx. 44°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. Therefore a template was overlaid on the cup profile shown on the x-ray to estimate this angle. Dependent on the angle of ante- or retroversion the projection of the cup on the x-ray has a different profile. On the template the profile of the durom cup was shown in steps of 5° ante- or retroversion. With this method it is not possible to define if the profile comes from an ante- or retroversion since the profile of the cup is the same on the x-rays independent of the direction of rotation. In this case the ante- or retroversion is estimated to be approximately 25°. The surgical technique of the durom cup states that the cup is impacted into the acetabulum with an anteversion of 10° to 15° and a lateral opening (inclination) of 45°. Visual examination: the durom cup shows damage most likely from the revision surgery, e.g. Nicks and scratches. On the articulation side of the durom cup numerous fine scratches are visible. On the anchoring side some slight remains of bone attachments and some organic deposits can be observed. The articulation surface of the metasul ldh shows several slight scratches. A partial borderline between the loaded and the unloaded area is also visible to the naked eye. On one side the loaded area reaches slightly below the head's equator. The surface was inspected under the microscope. As already visible to the naked eye the borderline between loaded and unloaded area is well recognizable. In the loaded area undirected scratches are visible. In the unloaded area the original surface state with the slightly protruding carbides is still recognizable. In some areas metallic smearing can be observed. The taper of the metasul ldh exhibits some possibly organic deposits at the proximal end. Some slight organic deposits are also recognizable towards the distal end on the outer surface of the head adapter. On the inner surface of the head adapter surface changes in form of corrosion and /or fretting could be found. Wear measurement: with the performed method a clear wear zone could not be identified for the cup. Therefore it was not possible to determine the wear value. However, the measured diameter is still within the manufacturing tolerances. Conclusion: according to the available information the durom prosthesis was revised after approximately 4 years and 8 months in vivo. It was not possible to determine the wear value of the cup but the measured diameter is still within the manufacturing tolerances. The appearance of the articulation surface does not point to abnormal wear. The measured wear values for the head could be considered low. On the inner surface of the head adapter surface changes in form of corrosion and /or fretting were observed. The reason for these surface changes remains unknown. The reason for the revision surgery is unknown. Therefore it is not possible to determine if or to what extend the observations made during the retrieval analysis might have had an impact on the reason leading to the revision surgery. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 48/42, code h on (B)(6) 2005. The patient underwent a revision surgery on (B)(6) 2010 due to unknown reasons.

Event description:
It was reported that pt was revised for unk reason.